Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high out of range impedance on the superior vena cava (svc) coil. The alert window for the svc coil was adjusted. The lead remains in use and continues to be monitored. No patient complications have been reported as a result of this event.